Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add¿l reportable info becomes available. (B)(4).

Event description:
A nurse reported during a cataract extraction with intraocular lens implant the ¿doctor settings change on their own¿. The surgery was completed using the same system with no harm to the patient.